Event description:
It was reported that during a total laparoscopic hysterectomy with the enseal instrument and the doctor reported the jaws of the instrument were difficult to close and the I-blade was difficult to advance to cut the tissue. The procedure was completed by continually cycling the power on the generator with no consequence to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received the upper jaw slightly damaged at the proximal side. The damage in the upper jaw hinge resulted in the jaw been loose and difficulty in opening and closing of the jaws when tested with the test media. However the damage was not significant enough to prevent the device from cycling. The devices was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). There no alert screen displayed by the generator at any time during testing. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.